Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that following the aortic dissection repair, the patient required ongoing resuscitation in the intensive care unit (ICU) for the bleeding. Cardiac tamponade was identified. A mediastinal washout and exploration occurred and a clot in mediastinum was removed. The chest was reclosed the patient was transferred back to the ICU. Intravenous medication administered. The cardiac tamponade was resolved 8 days later. The physician indicated the cardiac tamponade was not related to the procedure or medtronic products.

Manufacturer narrative:
Updated data: b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the patient initially presented to the emergency department due to right lower quadrant (rlq) pain. Slight pain on deep palpation of the rlq but there were no signs of peritonitis, guarding, or rebound tenderness upon physical examination. Fever, shortness of breath, chest pain and urinary symptoms were denied. Laboratory data returned with no significant abnormalities except a white blood cell count (wbc) of 13.6. Given the medical history, onset of symptoms and pain description. The differential diagnosis (ddx) was initially concentrated on intra-abdominal pathologies. With the cardiovascular medical history with several complex interventions, a computed tomography angiogram (cta) the abdomen/pelvis ordered. During the cta scan the radiologist identified an abdominal aortic dissection. A subsequent chest cta performed was positive for an aortic dissection aneurysm (stanford type a) initiating from the aortic root. The heart rate was in the low 60 beat per minute range. The intravenous administration of the calcium channel blocker provided was titrated to achieve a goal of systolic blood pressure less than 120 millimeters of mercury (mm hg). An arterial line on the right radial artery was placed for better management of the blood pressure. Prior to the hospital transfer for treatment, adequate blood pressure management control was obtained. The patient was awake, alert, and orientated (aao) with no signs of neurological deficits.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (d176448), the valve dislodged aortic. Upon removal of the non coronary cusp pigtail catheter, the physician inadvertently deployed the valve as opposed to recapturing the valve. The valve was snared to the proximal descending aorta and a second transcather bioprosthetic valve (d176386) was implanted. No additional adverse patient effects were reported.  Additional information was received that there was trace paravalvular leak (pvl) following the implant of the second valve. No treatment was reported. Additional information received indicated that approximately 5 years and 5 months following the implant of the valve the patient presented to the hospital with acute lower abdominal pain and emesis. A computed tomography angiogram (cta) showed a type a thoracic abdominal aortic dissection with a migrated transcatheter aortic valve in the aortic arch. A calcium channel blocker was started intravenously and an arterial line placed. The patient was transferred to another hospital via helicopter. The following day emergent open-heart surgery was performed with repair of the ascending aortic dissection via hemiarch repair. Of note, the surgical procedure was reported as very difficult and tenuous. Significant blood loss occurred, and transfusion was required. The patient was transferred to the intensive care unit (ICU). Intubation and prolonged hospitalization were required. The patient was discharged 10 days following admission to inpatient rehabilitation. The physician indicated the event was not related to the medtronic products or the valve implant procedure.

Manufacturer narrative:
Continuation of d10: product ID ls-envpro-16-c; product lot/serial number (B)(6) ; product type: compression loading system; implant date n/a; explant date n/a product ID envpro-16-c; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a product ID envpro-16-c; product lot/serial number (B)(6) ; product type: delivery catheter system; implant date n/a; explant date n/a product ID tav-mdt2-29-c; product lot/serial number (B)(6); product type: heart valve; implant date 2019-jun-20; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.